Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely an external force was added to the distal end, leading to the peeling of the glue at the tip. In addition, approximately five years and five months have passed since the device was manufactured, so the event may have been affected by aging. The instructions for use have the following statement which can prevent the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The device was returned to the service center for evaluation. The glue of the forceps cover was note to be peeling. The bending section glue was found cracked on the insertion tube and bending section cover. The scope¿s ID was checked and showed 284 total uses. The scope passed the leak test. As part of our investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no result. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a reportable malfunction during estimation. There was no device issue or patient injury reported.